Manufacturer narrative:
Reference no. (B)(4). The investigation is ongoing.

Event description:
As reported, it was a case of a 29mm sapien3 valve implanted in the aortic position by transfemoral approach. During the procedure, the initial attempt to insert the sheath via the left femoral access was unsuccessful. Upon withdrawal, minor unfolding was noted at the sheath tip. The team subsequently proceeded with rightside access. A second esheath was introduced; however, resistance was again encountered during insertion. Despite visible tip unfolding during advancement, the sheath was successfully positioned within the patient. When the delivery system was advanced, resistance was felt, and the valve exited through the side of the sheath, attributed to tortuosity. An attempt to withdraw the valve was unsuccessful, as it appeared lodged outside the sheath. The sheath was removed, and efforts were made to retract the balloon into the valve to achieve partial deployment; however, internal disconnection of the delivery device prevented full balloon retrieval. The shaft of the delivery system was then cut to access the balloon shaft and continue withdrawal, but this was unsuccessful. An 18 fr gore sheath was advanced over the remaining delivery system shaft to protect the femoral access during removal attempts. The outer portion of the delivery system was removed, leaving the balloon and valve in situ with the gore sheath maintaining arterial protection. The balloon was cut in half, leaving the distal portion and nose cone beneath the partially deployed valve within the femoral artery, and the proximal segment was removed from the patient. A wire was introduced in an attempt to access the underdeployed valve and insert a balloon to avoid surgical cutdown; this was unsuccessful. A steerable catheter was then advanced from the left side to snare the remaining balloon segment, enabling the valve to be drawn into the stent. A subsequent attempt to insert a sheath from the left side was successful, allowing continuation of the procedure. A second 29 mm sapien 3 valve was deployed without further complication. No patient injury was reported, and the patient remained stable at the conclusion of the procedure. Based on the information provided, the event root cause was associated with anatomic tortuosity through the stent.